Manufacturer narrative:
(B)(4): endoleaks are labeled in the IFU. No product or images was provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. Anatomical criteria. Anatomical conditions. Proper ballooning sites. F/u guidelines. The importance of an accurate deployment. By report, final angiogram revealed a type ia and ib endoleak. The type ib was resolved after add'l ballooning. The type ia was reduced, but persisted after placement of a main body extension. The physician thought that pt anatomy contributed to the type ia. Possible undersizing of a 24 mm diameter graft in a neck that measure 21 - 24 mm likely contributed to the reported endoleak. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleaks. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair. The proximal neck was long as 40mm and partially large in diameter as 21mm - 24mm. The right common iliac artery was around 20mm. After placement of a main body and two iliac leg grafts, the final confirmatory angiography showed proximal type I endoleak and distal type I endoleak from the ipsilateral side. The distal type I endoleak was gone after add'l ballooning, but the proximal type I endoleak was not gone. It became better by add'l placement of a body extension, but still persisted. However, the physician decided to take a wait and see approach and completed the procedure. The pt was doing fine after the procedure. The pt was doing fine after the procedure.